Event description:
It was reported that during the procedure in the heavily calcified right coronary artery, pre-dilatation was performed. The 2.5 x 28 mm xience prime stent system was advanced into the patient's anatomy and resistance was felt. The stent delivery catheter became caught on calcification in the vessel and the stent dislodged from the stent delivery system. The stent was removed from the patient anatomy using an unspecified snare device. Resistance was felt during withdrawal of the stent delivery system. The stenting procedure was completed with a new xience prime stent system. There was no clinically significant delay and no adverse patient effects. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the xience prime stent is a 3.5 x 28 mm xience prime. All other information remains as reported. No additional information was received.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.